Manufacturer narrative:
Image review: two sonographic images were received. The images show a sonographic reflective mass. Per clinical feedback, the masses appear to be not adhesive but vaqueoma. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no further information is expected for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information : a mass manifesting as a potential thrombus formation was observed during a post op scan performed 48h after a venaseal procedure to treat the gsv. Patient has been taking xarelto for a month. There is no medical history if prior clots. A follow up scan was performed and a mass is still visible and has unchanged. There was modest improvement in leg swelling after appropriate closure of the gsv. The patient is asymptomatic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post treatment of the great saphenous vein (gsv), potential thrombus in common femoral vein was reported.